Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of "poor picture/static" was confirmed. The device evaluation found bad static flickering image due to bad connector. Based on the results of the investigation, it is likely the bad static flickering image was due to a bad connector. However, a definitive root cause could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a poor picture (static). The event occurred during preparation/prior to sedation for an unknown procedure. There were no reports of patient harm.